Event description:
New information noted that the right ventricular (rv) lead also exhibited high capture threshold. The lead was capped on (B)(6) 2025 and replaced with the new lead. Patient condition was stable.

Event description:
New information noted that lead fracture was also suspected. X-ray was performed and no structural lead damage was seen.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high pacing impedance potentially due to mineralization of the tip of lead. No intervention was performed. There were no patient consequences.